Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of trip wire break.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an esophageal varices banding procedure performed on (B)(6) 2026. It was reported that during the procedure, while attempting to rotate the handle to deploy the band, the trip wire broke. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported as fully recovered.